Manufacturer narrative:
H10: of the two malfunctions, two lot numbers were provided, and lot history reviews were performed. Of the two reported malfunctions, no devices were returned for evaluation. Medical records were provided for both malfunctions. For one malfunction, difficult to remove code was added additionally and the investigation is confirmed for alleged filter tilt and retrieval difficulties. For another malfunction, patient device interaction problem code was added additionally and the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced malposition of device. These reports were received from various sources. Both malfunctions did involve patients with no reported patient injury. Two female patients are 39 year old. The weight of both patients were not provided.

Manufacturer narrative:
Of the 2 devices, 2 lot numbers were provided, and lot history reviews were performed. Of the 2 reported malfunctions, no devices were returned for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500j. Vena cava filter allegedly experienced malposition of device. These reports were received from various sources. Both events did involve patients with no reported patient injury. Age, weight, and gender were not provided for the patient.